Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient had recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with intraperitoneal (ip) vancotroy injection 2 grams stat, ip gentamycin 20 milligram daily (duration not reported) and meropenem for 2 weeks (dose, frequency and route not reported). The cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.